Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that just today the patient is getting severe pain going down the back of their legs and it's constant. The patient no longer sees his doctor because they are 2 hours away. The patient wants to know why they are hurting like this. The patient doesn't know if it's "just over walking". This is the first time in 8 years. The patient is supposed to move this saturday, and that will be hard to do if the patient cannot walk well at all. The patient also noted that "it's hard to be still when you hurt". No further complications were reported. No additional patient symptoms were reported.